Event description:
Reportable based on the device analysis completed on 28jun2023. It was reported that a balloon damage occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation when negative pressure was applied to the balloon, it was noted that there was a problem with the balloon and air was removed. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a pinhole leak.

Manufacturer narrative:
Device analysis by MFR: the device was returned for analysis. A visual and tactile examination of the hypotube and shaft polymer extrusion identified no issues. A visual and tactile examination of the balloon identified blood inside the inflation lumen. No tears were visible in the balloon material. All blades were intact within their pads and fully bonded to the balloon material. Markerbands/tip were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted in the proximal transition zone in the balloon material, 1mm proximal to proximal markerband.